Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that syringe module was programmed to infuse propofol( 60ml) (200mcg/kg). The device alarmed for near end of infusion immediately however syringe was full( amount of the quantity remaining was not specified.) The nurse called biomed and replaced the syringe module with a second module and infused without difficulty. There was no report of patient harm. The event occurred in the operating room. The "biomed ran a preventive maintenance on the unit and passes pm." Per phone conversation with (B)(6) biomed he stated that : "2 syringe modules were involved in the event ( under infusion) that occurred on the same patient.."

Event description:
The customer reported that the syringe module was programmed to infuse propofol (60ml) at 200mcg/kg. The device alarmed for near end of infusion immediately, however the syringe was still full (volume remaining was not specified). The nurse called biomed and replaced the syringe module with a second module and it infused without difficulty. There was no report of patient harm. The event occurred in the or. The biomed ran a preventive maintenance on the unit and it passed pm. Per a phone conversation with biomed he stated that 2 syringe modules on the same patient were involved in the event (under infusion).

Manufacturer narrative:
Bd 50ml syringe. The customer¿s report of an underinfusion was confirmed, however it was the result of the user stopping the infusions after the devices alarmed for near end of infusion. Physical inspection showed each device was in good condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that in each of the 2 infusions, which occurred one immediately after the other, propofol-or 10mg in 1ml was programmed at 200mcg/kg/min which made the rate 61.2ml/hr. In the first infusion, on spm sn (B)(4) the user selected a 50ml bd syringe with 56.4036ml detected and then entered 55ml for the vtbi. In the second infusion, on spm sn (B)(4) the user selected a 50ml bd syringe with 55.5189ml detected and then entered 50ml for the vtbi. After each infusion was started, the device alarmed immediately for near end of infusion. The first infusion logged 0.8651ml infused and the second logged 2.8491ml infused. Functional testing was able to replicate the near end of infusion alarm on both syringe modules upon starting the infusions. Review of the data set for the general care/ndsc profile used, indicated that the near end alert time for continuous, fluids, and basic infusions was set for 60 minutes, which means the device will alarm for near end of infusion to alert the user that there is 60 minutes left till the end of the infusion. Since the user programmed each infusion with a rate that was greater than the vtbi, the device alarmed immediately upon start as there was less than 1 hour of infusion time remaining. This alarm does not stop the infusion, and each infusion would have completed had the user not stopped the infusion. The root cause of the reported event was user programming. Each infusion was not allowed to continue after the device alarmed for near end of infusion and the infusion was stopped on each occasion by the user.